Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose (bg) ranged from 400 to over 500 mg/dl. Reportedly, the pump supplies were changed to address the issue and bg and insulin delivery was resumed. Additionally, the customer consumed water to address bg.